Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted at implant with a custom stylet that had a sharp turn in it. The helix was unable to be extended after multiple attempts. When the stylet was removed the helix was able to be extended however was not in the desired location. When attempting to reposition the lead the helix could not be retracted. A different lead was successfully implanted. No adverse patient effects were reported.